Manufacturer narrative:
This report is submitted on november 13, 2019.

Event description:
Per the clinic, the patient experienced discomfort at the implant site. The magnet was explanted (B)(6) 2019. The implant remains in-situ.